Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). Attachment: user facility medwatch report# (B)(4).

Event description:
During right coronary artery intervention the guidewire got stuck in the right coronary artery (rca) and multiple attempts were made to retrieve it. The tip of the guidewire sheared off in the abdominal aorta. Attempts at snaring the wire were unsuccessful. Patient was later transferred to another facility for evaluation of the retained coronary wire. At the receiving facility the patient was evaluated by cardiothoracic, and vascular surgery. Patient was deemed too high risk and not an operative candidate due to comorbidities. Interventional cardiologist offered a very high-risk catheter (snare) attempt at wire removal which was declined by the patient and family. The patient requested transfer to (B)(6) hospital ((B)(6)). Patient returned to cmh and discharged home on (B)(6) 2017 in stable condition. Additional information received noted that the target lesion was heavily calcified and tortuous in the proximal rca. The guide wire got stuck with calcium and possibly the proximal end of the stent. Then a balloon catheter was advanced in an attempt to remove the guide wire and it still would not come out. The balloon was removed and when the wire was pulled on the tip separated. There was no excessive pulling at any time during any of the attempts to remove the guide wire. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The analysis was performed by asahi intecc. Co. Ltd: the device was not returned for analysis. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Although the device investigation could not be conducted, there was no indication of product deficiency as all the shipped products were inspected in the production process for meeting the product specifications and release criteria.